Event description:
Info rec'd indicated the bed's ground impedance (resistance) is out of specifications.

Manufacturer narrative:
The hill-rom technician replaced the power cord and the bed functioned to specifications.